Manufacturer narrative:
The event of "seroma, fluid discharge and infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, fluid discharge and infection (unknown onset).

Event description:
Healthcare professional reported via clinical study "seroma infection, erythema, pain, swelling, drainage and pus". This record is for the right side. Device was explanted.